Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 29mm aortic valve implanted 11 years, one month, underwent valve-in-valve procedure due to aortic stenosis and regurgitation. A 29mm valve was successfully implanted inside the failing 29mm valve.

Manufacturer narrative:
Additional manufacturer narrative: updated (expiration date) and device manufacture date. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 29mm aortic valve implanted 11 years, one month, underwent valve-in-valve procedure due to aortic stenosis and regurgitation. Pre tavr gradient was 13 mmhg. A 29mm valve was successfully implanted inside the 29mm valve. Tte revealed trace aortic regurgitation and acceptable prosthesis positioning. The patient tolerated the procedure well, and postoperatively was taken directly to the cvicu. The patient was discharged on pod #1.

Manufacturer narrative:
Additional manufacturer narrative: updated event.